Event description:
A bipap system experienced complete power failure while on a patient. Patient was acutely desaturated and became more tachypneic, requiring immediate action to reverse effects of device failure. Patient was taken off of device which was replaced by another unit.======================distributer response for bipap system, vision bipap system (per site reporter).======================"the unit was inspected for electrical, mechanical safety and proper operation according to universal hospital services (uhs) procedure aik and was found acceptable. This includes a test of all alarms, where applicable. This unit has been cleaned according to uhs standards and found to be acceptable.